Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Alleged breakage of the modular neck in proxity of the junction with the stem.